Event description:
Additional information was received: during a further follow up visit, interrogation revealed acceptable lead measurements. It was noted eight non-sustained ventricular arrhythmia and an appropriate shock due to ventricular fibrillation. The pocket site appeared improved and antibiotic medication continues. Further monitoring will be performed.

Event description:
Additional information was received: a further follow up was performed. Antibiotics are still being administered. System measurements remains similar to the previous visit. An x-ray was performed. This lead did not appear dislodged. A decision has been made to further monitor this system. No further patient symptoms were reported.

Event description:
Boston scientific received information that one month post implant, the patient with this implanted system developed a system infection that required antibiotic treatment and wound drainage. During the follow up clinic visit, signs of inflammation will still noted. In addition, interrogation of this device revealed increased right ventricular impedance and threshold measurements since implant. A decision was made to further monitor this system infection and lead measurements. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received: during a subsequent follow up visit, visual inspection revealed no signs of infection and normal measurements. Antibiotics have been discontinued. No further events were noted. This device remains in service with normal intended follow up.

Event description:
Additional information was received. During a follow up visit, the infection appeared improved. Antibiotics were still prescribed. Impedance measurements had decreased slightly from the previous visit, and threshold measurements were increased. No intervention has been made to this system.